Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia. Customer was unable to self-treat and was given juice and insulin intravenously by their wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia. Customer was unable to self-treat and was given juice and insulin intravenously by their wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated as it was incorrectly documented in previous report.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia. Customer was unable to self-treat and was given juice and insulin intravenously by their wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g3 - date received by mfg has been updated as it was incorrectly documented in previous report.